Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified signs of use with some wear on the ao connecting end of the driver as well as the quick connect end of the driver. The driver has fractured at the distal end of the driver wear the flexible portion meets the quick connect end of the driver. The device has a possible field age of 3+ years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible drill shaft broke during surgery. There was no known impact or consequences to the patient. It was reported that no further information is available.